Manufacturer narrative:
The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Event description:
It was reported via legal documentation that approximately 13 months after a right total knee replacement procedure, the patient underwent a revision procedure to address loosening, pain, gait impairment, swelling, poor balance, soft tissue damage, prosthesis wear, and bone loss. No further issues or complications were reported. No additional information is available."

Manufacturer narrative:
H10. Related: MFR #1038671-2024-01678 report 1 of 2. H11. Additional manufacturer narrative- additional information added/corrected. Report 2 of 2. This event was previously reported under mfrs # 1038671-2015-00089 & #1038671-2015-00090 utilizing FDA's esubmitter application. This report is a continuation of that reported event. No additional information available.